Manufacturer narrative:
A ge service rep performed an onsite investigation. The ssd board and cabling were evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reported that the workstation was rebooting itself. This resulted in uncommanded shut down of the system. There is no report of death or serious injury associated with this complaint.